Event description:
A pharmacist reported that a pt, who is using a novofine 30 needle, experienced having a needle snap off in their abdomen in 2004 which required surgical intervention. In 2004, the needle snapped off in their abdomen. An emergency doctor advised the pt (per phone) to go to the casualty to get the needle removed. A surgeon in the casualty unsuccessfully tried to remove the needle during local anesthesia. The next day the needle was removed in an operation theatre and the pt was discharged the same day. Before leaving the hosp, the pt had to be injected again and once again pt experienced having the needle break off, this time before injection and before penetrating the skin. No further info about the pt or the event is available.